Event description:
Reported due to failure to deploy. Pt with right lower extremity claudication, and a gangrenous right great toe. Pt had recently undergone a femoral-popliteal bypass surgery on the right side. Access was achieved via antegrade approach through the left common femoral artery. Angiography revealed a widely patent right iliac artery system (mild disease present in the right internal iliac), and clot present throughout the common femoral, sfa and "fem-pop" bypass graft. Following thrombolysis, angiography revealed a 99% discrete lesion in the anterior tibial artery approx 15-20mm distal to the distal "fem-pop" anastamosis site. Surgeon advanced a 260cm bsc .014" luge ptca wire through the lesion and placed a 3.0x12mm bsc taxus durg-eluting coronary stent. Following subsequent angiograms, surgeon placed an 8x40x120 avd xceed se nitinol stent over the .014" luge wire into a 90% lesion in the proximal graft and anastamosis site. Surgeon predilated with a 4x30 cordis aviator pta balloon leaving a 50-60% lesion, and then deployed the xceed stent without difficulty. Utilizing the same .014" luge wire, surgeon attempted to advance another 8x40x120 xceed stent down to the distal anastamosis site, overlapping the native vessel but proximal to the taxus stent. The tip of the xceed system began to "catch" on the taxus stent, so surgeon used several different wires to remove the stent. Surgeon then flushed the xceed stent again and exchanged the luge wire for a .018" cook roadrunner wire. The stent moved very smoothly over the wire and was easily advanced into the position surgeon desired. When surgeon attempted to deploy the stent, the rotating portion of the handle would not move, and actually seemed to "spring back." The device was removed and returned for analysis. Surgeon unsuccessfully attempted a second 8x20x120 xceed stent at this location and again experienced resistance during advancement and again was unable to deploy the stent. Surgeon was able to deploy an 8x20x120 cordis smart control stent without difficulty. The pt's condition was not compromised; blood flow was reinstated to the right lower extremity.